Event description:
On (B)(6) 2007, a sparc sling system was implanted for stress urinary incontinence. It was reported that, "on (B)(6) 2008, a cystoscopy showed erosion of the sparc sling system on the left side of the bladder." The pt underwent a procedure to remove the mesh on (B)(6) 2008. It was reported that the pt experienced pain as a result of the surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.